Manufacturer narrative:
A review of the manufacturing records could not be performed for the device as the lot number was not provided.

Event description:
The following was reported to gore: on an unknown date, this patient underwent endovascular treatment for an abdominal aortic aneurysm (aaa) and was treated with gore® excluder® aaa endoprostheses. On (B)(6) 2016, a re-intervention was reportedly performed and the patient was treated with an aortic extender component due a proximal type 1 endoleak in connection with an unknown amount of aneurysm growth. The patient tolerated the procedure. The dates of first identification of the endoleak as well as the amount of aneurysm growth are currently unknown.

Manufacturer narrative:
Medwatch# 2017233-2017-00020 was sent in error. Additionally received information determined that this event is not reportable to the FDA and therefore the medwatch will be retracted.